Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there is a possibility that the reported phenomenon occurred since excessive force was applied to the cable unit and was damaged due to user handling.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the endoscopic image of the subject device was not displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the camera cable and the camera cable had water leakage. There was no report of patient injury associated with the event.